Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, g6, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 had failure. A field service engineer replaced the controlled board on main to resolve. Additionally replaced barcode scanner. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had failed drawer, preventing user to access the required medication. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation es system had failed drawer, preventing user to access the required medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the drawer 3.1 had failure. A field service engineer replaced controlled board on main to resolve. Additionally replaced barcode scanner. The system functioned as intended after the field service engineer troubleshooted the device.